Event description:
The patient's girlfriend contacted animas claiming that the patient was told by his hcp that the pump was not working properly and had to be replaced. The reporter stated the patient has been obtaining "erratic" blood glucose readings ranging from 110 mg/dl to 200 mg/dl. The reporter denied that the patient has developed any signs or symptoms of acute complication of diabetes or has tested positive for ketones. At the time of troubleshooting, it was discovered that programmed basal amounts were not delivered. The patient's girlfriend reported that the patient's programmed basal rate for a 24 hour period is 82.2 units. During review of pump history, it was noted that on (B)(6) 2011 only 28.6 units had been delivered (with 3 hours in the 24 hour period left). On (B)(6) 2011 73.8 units had been delivered. The reporter confirmed that the bolus amount from (B)(6) 2011 matched total daily delivery. There is no adverse event associated with this complaint. However, this complaint is being reported because the alleged issue with inaccurate history in reported device remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1, date of submission 06/12/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/17/2011 with the following findings: the total daily dose history was reviewed from 03/08/2011 to end of pump use on 04/20/2011; daily insulin delivery totals correctly reflect the users programmed basal rates. The pump download history showed that the pump is not delivering approximately for nine hours due to unconfirmed empty cartridge warning on 04/15/2011. The pump accurately delivered 2.00 units/hr for 29-hr period. No delivery related malfunctions observed during investigation. No defect was found.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.